Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the root cause of the event is indeterminable; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm transcatheter valve was implanted inside a disabled 23mm aortic pericardial valve, via valve-in-valve intervention due to severe aortic stenosis. At the time of the procedure the 23mm aortic pericardial valve had been implanted for eight (8) years, two (2) months, twenty-one (21) days. Both devices remain implanted. There was no surgical complication and that the patient tolerated the procedure well, and was transported in stable condition to the intensive care unit.